Event description:
The following information was provided: as per pss implant request: dislocated left proximal humerus replacement hemiarthroplasty. Patient currently has a well-cement mrs proximal humerus hemiarthroplasty. The stem will stay. Her current hemiarthroplasty is chronically dislocated and her glenoid has poor bone stock. We need to create a total shoulder replacement/proximal humeral replacement that (1) marries to her well-cemented mrs humeral stem (2) has constrained/captured glenoid and humerus componentry, to prevent repeat dislocation. "Barbell"/"dog bone" style (3) standard glenoid baseplate fixation will not work because she has no glenoid vault bone. Therefore, glenoid component must have flanges/augments that function as plates to lay along posterior cortex and get scapular fixation that way.